Event description:
During the procedure the pt experienced a vasospasm which was reported by the site to be possibly related to the penumbra system and probably related to the angiographic procedure. This event was reported as being mild in severity and not serious. No action was taken and the vasospasm resolved. This MDR is associated with MDR 3005168196-2011-00178 and 3004168196-2011-00179.

Manufacturer narrative:
Conclusion: vasospasm is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for a (B)(6) (retrostart). The info available regarding this event is limited to the procedural reports provided by the hosp. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.